Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin blow block. Customer stated that they had changed sites, set, reservoir several times with no change in behavior though they did admit that they had not changed every time they had the alarm. Customer stated that the notes in some instances had simply disconnected and rewound or reprime failed again. Customer stated that they have changed the sets at least 8 times they are aware of. Customer stated that blood glucose peaked at around 15.0 mmol/l during any of the incidents. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.